Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was going to hospital due to not having enough insulin in her system. Customer's blood glucose level was 39 mmol/l and 14 mmol/l. The reservoir will not be returned for analysis.